Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient's caregiver, the patient's daughter reported that the patient was hospitalized which occurred the day of sensor insertion into the arm. The patient experienced an applicator deployment issue when the device got ¿stuck in the patient¿s arm¿. It was also reported that the patient ¿ended up in the hospital¿ and is living with his daughter until he "gets better". However, no further event details were provided. There was no information regarding the patient¿s symptoms, treatment, etc. Attempts to follow-up with the patient and reporter for further event clarification were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified sensor issue occurred. Date of event is an approximation. It was reported via email by the patient's caregiver, the patient's daughter reported that the patient was hospitalized which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the patient experienced an applicator deployment issue when the device got ¿stuck in the patient¿s arm¿. It was also reported that the patient ¿ended up in the hospital¿ and is living with his daughter until he "gets better". However, no further event details were provided. There was no information regarding the patient¿s symptoms, treatment, etc. Attempts to follow-up with the patient and reporter for further event clarification were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.